Event description:
Alleged the hi/low function is drifting on the bed.

Manufacturer narrative:
The technician found the bed is drifting into trendelenburg. The technician replaced the hi/low valve to repair the bed.